Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report a problem with the insulin pump. The customer did not sound very coherent during the call, so the paramedics were called to the customer's home for her safety. The blood glucose reading was 190 mg/dl. The customer sounded a lot more alert and clear at the end of the call. Nothing further was reported.